Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/24/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No issues or abnormal pump behavior was noted in the pump¿s black box data. The total daily dose history correlated appropriately to the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed; the returned battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2015 was 39.6 mg/dl with severe dizziness and confusion. It was reported the patient received non-healthcare provider treatment of food and drink and received 3rd party assistance. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s total daily dose history did not correlate appropriately to the programmed basal rates; the pump¿s basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The discrepancy between the total daily dose history and programmed basal rates was attributed to the basal edit screen accessed and the basal settings being altered. This complaint is being reported because the reported serious injury was attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.